Event description:
Information was received indicating that this smiths medical fluid warming level 1 hotline low flow systems was found leaking. It was reported that the front cover was changed but the reservoir was still leaking. No reported adverse effects.

Manufacturer narrative:
Additional information: b5: updated with additional information. G4: aware date of the additional information is (B)(6) 2020.

Event description:
Information was received indicating that this smiths medical fluid warming level 1 hotline low flow systems was found leaking. It was reported that the front cover was changed but the reservoir was still leaking. No reported adverse effects. Additional information was received on 02/05/2020 indicating that the product problem was observed when the unit was returned for preventive maintenance. No further information was provided.

Manufacturer narrative:
One hotline® blood and fluid warmer was returned for analysis. Upon visual inspection the tank cover was found cracked, wear to the front cover, wear to the line cord, wear to the reflux plug, and corroded drain fitting. The tank was filled with water, the temp check was attached, line cord plugged in, and the power switch turned on; confirming the complaint. Based on the evidence, the root cause was found due to user interface.